Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. This pacemaker was returned for analysis.

Event description:
It was reported that this pacemaker was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. This pacemaker was returned for analysis. Additional information received reported that this pacemaker was explanted and replaced due to voltage is too low for projected remaining capacity. No additional adverse patient effects were reported. This pacemaker was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.